Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery. No parts left in patient s body. The drill was changed as it was still in the system tray. There was no delay of surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Product investigation evaluation: the investigation of the complained drill bit shows that the tip broke off due to an excessive applied mechanical force. The locking compression plate (lcp) drill bit was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. The cross section surface shows no irregularities. Unfortunately, we are not able to determine the exact cause which led to this breakage. It is likely that too much mechanical force had been applied during the surgery. Please note: blunt drill bits require more mechanical power during the application; therefore, we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. It is likely that the drill bit was exposed to parameters outside approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.